Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported device was not returned for investigation as the implant remains implanted. The customer also did not provided pictures or x-ray images of the product. Since product has not been returned, visual/functional inspection could not be performed. There were not pre-existing conditions reported on the product experience report (per) the reported product was located on tooth # 8 and used for approximately 3 months. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the customer placed an implant on (B)(6) 2020 and went to uncover it on (B)(6) and the hc343 would not seat on the implant. Dr. Believes the threads are damaged and has requested tools to rethread the implant. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided.

Event description:
It was reported by a sales rep that the customer placed an implant on (B)(6) 2020 and went to uncover it on (B)(6) and the hc343 would not seat on the implant. Dr believes the threads are damaged and has requested tools to rethread the implant. Patient will return for additional appointments.